Manufacturer narrative:
Zoll has not received the thermogard console for investigation. A follow-up report will be submitted when the console is returned and investigation has been completed.

Event description:
During patient treatment, the thermogard console (sn (B)(4)) displayed tcmid:07 (coolant temp high) error message. To continue the treatment, another console was used. No consequences or impact to patient.